Event description:
It was reported that this patient presented to the emergency department due to a syncopal episode. Interrogation revealed the device was in safety mode. While the device was in safety mode, unipolar sensing was present which likely contributed to the patient's syncopal episode. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effect were reported. The device is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this patient presented to the emergency department due to a syncopal episode. Interrogation revealed the device was in safety mode. While the device was in safety mode, unipolar sensing was present which likely contributed to the patient's syncopal episode. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effect were reported. The device was received for analysis.